Event description:
It was reported that the subject device had stent stuck inside. The issue occurred at the time of reprocessing there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside instrument channel, forceps did not pass through biopsy channel a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported failure was traced to component failure. However, the most probable cause for additional malfunction forceps did not pass through biopsy channel was due to foreign material in biopsy channel. And the most probable cause for foreign material in biopsy channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.